Manufacturer narrative:
H3: analysis of the implant neurostimulator with serial number (B)(6) determined that the set screw on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Set screw backed out too far. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID: neu_wrench_acc, lot#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that it occurred when connecting battery to lead during a replacement. Physician advanced set screw and heard audible clicks, but lead would not remain secured in battery after several attempts. Several attempts were made to advance set screw, but lead would not remain secure and physician requested a new battery. No interventions/actions. The device was not implanted and was returned to manufacturer. The issue was resolved at the time of the report. There was no surgical intervention that occurred or planned. There were no further patient complications are anticipated or expected as a result of this event.